Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) confirmed system failed to boot up. After reviewing log file, fse found that there is malfunction on flex vision pc. The cause of the flex vision pc failure could not be determined by the supplier's part analysis. Upon troubleshooting, the fse identified that the problem was with the flex vision pc. To resolve the problem, fse replaced the flex vision pc and hard disk drive and install frame grabber cards. After replacement of the flex vision pc, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.